Event description:
The trilogy100 ventilator, latin america device was returned for evaluation at a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the third-party service center no visible foam particles were reported, however, a ventilator inoperative error was discovered in the device's event log. The device's motor blower assembly was replaced to address the issue. Additionally, the device's operating software upgraded. The device passed final testing.